Event description:
The nurse reported to baxter technical service that a patient experienced fever and chills after treatment. The field service engineer tested the meridian device and found no problems. The device functioned according to manufacturer's specifications.